Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. (Both sides). Update: (B)(6) 2011 - the revision was reported by the sales rep. The bilateral pt was revised to address pain and slightly elevated metal ion levels. The cup on the left side showed less than 15% ingrowth with black debris in the tissue. The right side revealed more gray metalysis/synovial matter.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.